Event description:
Nurse and head of the theatre, reported in a letter, that they were performing a surgery. During this they observed, that it is not able to "hit" the "distal-locking" the holes. A replacement was available so that the surgeon could complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.